Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds that had been rising and impedance that had been slowly rising for some time. Reprogramming was attempted, but a pause was noted that indicated that atrioventricular block may still be an issue so a replacement was planned. During the laser lead extraction, the patient developed a severe effusion. The patient's chest was opened to repair the tear in the superior vena cava. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.